Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that the arctic sun device was giving alarm 41. A check of the diagnostics showed 0 inlet pressure (ip) with a circulation pump command (cpc) of 100%. Per additional information updated from ttm on 29dec2025, biomed needs to know how to enable manual control so they can troubleshoot a low flow issue. Per review of wo notes, provided pricing options for either depot repair or parts. Per follow up information received via phone on 31dec2025, spoke with biomed who confirmed circulation pump failure and onsite repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. A check of the diagnostics showed 0 inlet pressure (ip) with a circulation pump command (cpc) of 100 percent. Per additional information updated from ttm on 29dec2025, biomed needs to know how to enable manual control so they can troubleshoot a low flow issue. Per review of wo notes, provided pricing options for either depot repair or parts. Per follow up information received via phone on 31dec2025, spoke with biomed who confirmed circulation pump failure and onsite repair. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that the arctic sun device was giving alarm 41. A check of the diagnostics showed 0 inlet pressure (ip) with a circulation pump command (cpc) of 100 percent. Per additional information updated from ttm on 29dec2025, biomed needs to know how to enable manual control so they can troubleshoot a low flow issue. Per review of wo notes, provided pricing options for either depot repair or parts. Per follow up information received via phone on 31dec2025, spoke with biomed who confirmed circulation pump failure and onsite repair.